Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated the referenced device had no repair history in the past year. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation. Additionally the service evaluation could not reproduce the reported error, therefore, the root cause of the reported event cannot be conclusively determined. However, the e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, as stated on the IFU (instruction for use) and as a preventive measure, the IFU states a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center and the evaluation did not confirm the reported e433 error code as the unit was inspected and tested; no errors were observed. Additionally, all tests passed and all outputs are within specifications. No accessories or foot switch was return. The e433 is recorded in the unit's error log history, but was not duplicated during inspection. The unit was returned to the customer. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer high frequency electro-surgical generator unit was returned due to a report of an e433 error code during preparation for use. No patient injury or harm was reported.